Event description:
The patient tolerated the vest at 10hz for 10 minutes, but when the frequency was increased to 12hz, the mother of the patient noted that her daughter started to have a violent seizure. The mother brought her daughter to the hospital and they kept her overnight. Lab tests were performed for r/o infections which came back negative. The mother stated, "she is a happy baby, but when hz was increased to 12, she started pulling her hair and putting her fingers in her hears." The doctor told the mother the seizure may be related to the increased hz (12) and suggested she continue with vest treatment at 10hz and monitor seizure activity.

Manufacturer narrative:
According to the investigation, there was no malfunction with the device.